Event description:
(B)(4). The dealer reported that the unspecified custom power wheelchair had the tilt actuator leaking. There was no injury reported.

Manufacturer narrative:
(B)(4). MFR. Report # 1525712-2013-02441 indicting the manufacturer as unknown. Correct manufacturer is invacare (B)(4).